Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's field service representative (fsr), the non-clinical activity was during a routine check of the unit.

Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) displayed a 'computer needs service' message. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr opened up the ccm to clean and reset the peripheral component interconnect (pci) ribbon cable. Release testing was performed successfully. The unit operated to the manufacturer's specifications.